Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
It was reported that during patient repositioning on vv ecls, an arterial bubble alarm was displayed on the involved cardiohelp and the pump stopped. It was decided to hand crank the hls manually. Afterwards an attempt was made to place the hls back on the cardiohelp and afterwards a pump disposable error was displayed on the cardiohelp. The customer decided to replace the affected hls-set and the involved cardiohelp. The corresponding cardiohelp will be investigated under complaint ID # (B)(4). The patient treatment could be restarted without any issues. No harm to any person has been reported. As the hls-set was replaced during the patient¿s treatment, the event can result in a risk for harm of any person, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that during patient repositioning on vv ecls, an arterial bubble alarm was displayed on the involved cardiohelp and the pump stopped. It was decided to hand crank the hls manually. Afterwards an attempt was made to place the hls back on the cardiohelp and afterwards a pump disposable error was displayed on the cardiohelp. The ssu confirmed, that the bubble detector was found "unclasped" no air in the circuit was seen. Further, the ssu confirmed, that the hls set was seated correctly and "clicked" into place. The customer decided to replace the affected hls-set and the involved cardiohelp. The patient treatment could be restarted without any issues. No harm to any person has been reported. As the hls-set was replaced during the patient¿s treatment, the event can result in a risk for harm of any person a report is required. The affected hls set was investigated in the getinge laboratory on 2025-07-18 with the following conclusion: "the failure "air ingress / air in the system" could neither be reproduced nor be confirmed during the investigation. Therefore no definitive root cause could be determined. However, during the investigation, a modification of the tubing lines and the use of third-party components were observed. Therefore, the modification of the venous tubing line could be determined as a most probable root cause, as air could have entered at this point." In the instruction of use of the hls set (chapter "basic safety instructions") it is stated that "modifications to the device can result in serious injuries to or death of the patient. Do not modify the device". In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter "basic safety instructions" where it is stated to not modify the system. According to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. The flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubblesensor triggers a pump stop. As stated in the instruction for use of the cardiohelp - chapter "check before every application": ¿before application, ensure that the cardiohelp-I is securely fixed and correctly installed and that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device." Further in the instructions for use of the hls set, it is said in chapter "safety instructions for the oxygenator" that "incorrect installation of the hls module advanced can lead to device malfunction. Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump." The involved cardiohelp device is investigated under complaint #(B)(4). A getinge field service technician (fst) was sent for investigation. The customer has not requested service for the cardiohelp device. No service was performed, and no parts were replaced. According to the event description provided by the customer, the cardiohelp device did not have any functional failures. The production records of the affected product were reviewed on 2025-07-25. According to the final test results, the module with lot# 3000432425 and UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "air ingress / air in the system" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).